Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section g. Box 3. Report source h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a proximal shaft fracture. If the lantern is forcefully advanced through the rotating hemostasis valve (rhv) at an extreme angle, the device may become kinked and subsequently fracture. Further evaluation of the device revealed a kink in its mid-shaft and an ovalization in its distal shaft. This damage was likely incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two coils in the target vessel using the lantern. The physician then retracted the lantern to reposition it. While re-advancing the lantern through the rotating hemostasis valve (rhv), the physician broke the lantern at the proximal end near the hub. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.